Event description:
(B)(4). Information was received regarding a patient implanted for fecal incontinence and gastrointestinal/pelvic floor. It was reported there was a return of symptoms in (B)(6) 2016 around the same time as a fall. Settings were increased "one number at a time" as a result. The patient increased settings to a strong yet comfortable setting and would continue to track symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.